Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. There is no indication that the treatment contributed to the patient's death, as the patient was already in asystole at the time of the treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2015. The patient was treated at 14:06:21. The rhythm at the time of the treatment was asystole with intermittent cardiac activity. The patient remained in asystole after the treatment. Asystole is considered a non-treatable rhythm. Oversensing of small cardiac signal contributed to the false detection. Ems was called to the scene and the patient subsequently passed away.